Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 600 and 125 mg/dl. Tests were done within 11-20 minutes. No further information has been reported.